Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) provided additional steps for assessing the patient's ICD system. A save to disk was provided to ts for analysis which found several additional instances of high out-of-range shock impedances. In addition, multiple codes for lead leakage and atrial tachy response (atr) episodes were noted occurring on the same day that shock therapy was programmed off and then reprogrammed on. Information was later received from the field representative stating the patient had undergone an unrelated medical procedure the day the atr events, codes, and monitor only condition were observed. Additionally, the physician had administered 1.1 j and 41 j commanded shocks that returned true shock impedance measurements of 89 and 96 ohms respectively. Final analysis of the save to disk determined that the device is functioning appropriately. There are no plans to revise the patient's system and they will be continue to be monitored remotely. No additional adverse patient effects were reported. This system remains in service.